Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the prime and fill cannula steps. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: a review of the pump¿s black box showed cs 064 call service alarms (associated with high force) due to occlusions during prime. During testing, the pump performed the ezprime steps with no call service alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms. The pump case was removed and no intermittent conditions or moisture were found inside the pump. The call service alarm issue was not duplicated during investigation.